Event description:
The hosp reported that a pt was scanned in head first, supine position with the sense body coil. After the exam a 2nd degree burn was found on the right upper thigh (outside). The burn size is unk.

Manufacturer narrative:
(B)(4): eval method - device not available for eval. Eval results - in spite of several attempts we could not get access to the involved coil. Investigation of the coil could therefore not take place. Conclusions - the injuries to the pt are consistent with burns caused by a lack of distance and padding between the cable and the pt's skin (the instructions for use clearly indicate a minimum distance of 2 cm).